Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced pain at the ipg pocket site. The issue was resolved by removing the device. There have been no reports of further complications regarding this event.